Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. One sample and two (2) pictures were received for evaluation. Picture one revealed label of the package and picture two revealed open package. No discrepancies were found during the manufacturing of the product assembly records. The complaint was not confirmed. The most probable root cause is the package was damaged after leaving the facility. The defect mentioned in this report is easily detectable by the inspection per production and quality personnel during the packaging process. The product's history record was reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do (B)(6).

Manufacturer narrative:
Other text: g5: no 510k as device is of pre-amendment status. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the packages were already opened before use. No patient involvement.